Event description:
Ref importer # (B)(4).

Manufacturer narrative:
Resmed has requested the device be returned so that an engineering investigation could be performed. At the time of this report the device has not been returned; therefore, no device investigation has occurred. The stellar device is equipped with device usage and alarm history logs. These logs were extracted from the device and provided to resmed for evaluation. The evaluation determined the device was not reconnected to ac power on the night of the event and was not reconnected to ac power on the night of the event and was therefore operating on internal battery power. Per the alarm log the device operated as designed and triggered audible alarms at various levels of battery depletion. There is no evidence, at this time, to suggest that a device malfunction caused this event to occur. Based on all information provided to resmed the device provided appropriate alarms to protect the patient. As indicated by the information provided to resmed the device was used for a ventilator-dependent patient while the intended use is limited to non-dependent patients. (B)(4).